Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired due to cancer. The physician explanted the device and error was occurred while interrogating. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
No conclusion code available. The device was tested on the bench and the high voltage output circuitry was found to be damaged. The cause of damage could not be determined.